Event description:
This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ("perforated her fallopian tube"), embedded device ("one essure sterilization device embedded in myometrium"), uterine perforation ("perforated her fallopian tube (uterus wall)"), noninfective oophoritis ("inflamed and causing pain") and adnexa uteri pain ("inflamed and causing pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included psychological disorder nos, endometriosis in 1995, appendicectomy in 2007, d & c in 2010, multigravida, parity 2 (date of birth (B)(6) 1999 and (B)(6) 2003), herniated disc, thrombosis, miscarriage in 2001, joint pain, late effect of complication of pregnancy, childbirth, and the puerperium in 1999, disability in 2006, left lower quadrant pain, shortness of breath, allergic reaction to analgesics, iodine allergy, hives, hypertension, systemic lupus erythematosus, obesity, obstructive sleep apnea syndrome and shingles. She does no smoke, she does not drink alcohol. Previously administered products included for an unreported indication: ortho tri-cyclen in 2009 and depo prevera in 2009. Concurrent conditions included paratubal cyst, anemia, hypokalemia, sleep apnea, obesity, hyperlipidemia, heart disease, unspecified, benign hypertensive heart disease, neurological complication associated with device, nausea, dysmenorrhea, dyspareunia and abdominal adhesions. Family history included aneurysm cerebral (mother died at 51) and carcinoma brain (father died at 34 years). Concomitant products included aciclovir (acyclovir [aciclovir]), atorvastatin, codeine, cyamopsis tetragonoloba gum (benefiber), cyclobenzaprine, duloxetine hydrochloride (cymbalta), ergocalciferol, folic acid, hydrocodone, hydroxychloroquine phosphate (plaquenil), insulin aspart (novolog), insulin detemir (levemir), lisinopril, methotrexate, naproxen, oral contraceptive nos in 2010, oxycodone, paracetamol (tylenol 8 hour), pregabalin (lyrica), sumatriptan and tramadol. In (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced migraine ("migraines"). In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In 2015, the patient experienced noninfective oophoritis (seriousness criterion medically significant) and adnexa uteri pain (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), abdominal pain upper ("stomach pain"), abdominal distension ("the distension in my belly"), device expulsion ("essure fell into her uterus"), abdominal pain ("abdominal pain"), back pain ("back pain"), intervertebral disc degeneration ("degenerated disc disease"), type 2 diabetes mellitus ("type 2 diabetes"), urinary incontinence ("urinary incontinence"), depression ("depression"), anxiety ("anxiety") and investigation noncompliance ("she did not undergo essure confirmation test"). The patient was treated with surgery (abdominal hysterectomy, bilateral salpingectomy and left oophorectomy) and surgery (removal of right ovary). Essure was removed in 2014. At the time of the report, the fallopian tube perforation, embedded device, uterine perforation, abdominal pain upper, device expulsion, back pain, intervertebral disc degeneration, type 2 diabetes mellitus, urinary incontinence, depression, migraine and anxiety had not resolved, the noninfective oophoritis, adnexa uteri pain and investigation noncompliance outcome was unknown and the abdominal pain lower, abdominal distension and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, adnexa uteri pain, anxiety, back pain, depression, device expulsion, embedded device, fallopian tube perforation, intervertebral disc degeneration, investigation noncompliance, migraine, noninfective oophoritis, type 2 diabetes mellitus, urinary incontinence and uterine perforation to be related to essure. The reporter commented: she did not experience a hypersensitivity reaction to nickel or any other component of essure. Essure did not worsen a previously existing injury/condition. She was not advised of any complications or problems that occurred at the time of her essure placement procedure. She had removed essure on through full complete open abdominal surgery to get to her female reproduction system to go and remove the essure from her uterus. She did not retain the essure or any portion of it. She was not advised of any complications from your essure removal procedure. Diagnostic results: fallopian tube a is patent and fimbriated with a tan and pink, smooth and glistening serosa including a 0.7 cm para tubal simple cyst filled with clear serous fluid. Fallopian tube b is patent and fimbriated with a tan and pink , smooth and glistening serosa that includes a 2.2 cm para tubal simple cyst filled with clear serous fluid . The ovary has a tan an pink , smooth and glistening cerebriform serosa overlying a tan and pink and off -white predominately dense ovarian stroma including a 1.5 cm corpus luteum and a least three subcortical simple cysts ranging from 0.2 to 0.8 cm, each filled with a serosanguinous fluid. Multiple corpora albicantia serum pregnancy test negative ranging from 0.3 to 0.7 cm are identified. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforated her fallopian tube'), embedded device ('one essure sterilization device embedded in myometrium'), uterine perforation ('perforated her fallopian tube (uterus wall)'), noninfective oophoritis ('inflamed and causing pain'), type 2 diabetes mellitus ('type 2 diabetes') and adnexa uteri pain ('inflamed and causing pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c in 2010, appendicectomy in 2007, disability in 2006, miscarriage in 2001, late effect of complication of pregnancy, childbirth, and the puerperium in 1999, endometriosis in 1995, psychological disorder nos, multigravida, parity 2 (date of birth (B)(6) 1999 and (B)(6) 2003), herniated disc, thrombosis, joint pain, left lower quadrant pain, shortness of breath, allergic reaction to analgesics, iodine allergy, hives, hypertension, systemic lupus erythematosus, obesity, obstructive sleep apnea syndrome, shingles, cesarean section and incisional herniorrhaphy. She does no smoke, she does not drink alcohol. Previously administered products included for an unreported indication: ortho tri-cyclen and depo prevera. Concurrent conditions included paratubal cyst, anemia, hypokalemia, sleep apnea, obesity, hyperlipidemia, heart disease, unspecified, benign hypertensive heart disease, neurological complication from device, nausea, dysmenorrhea, dyspareunia, abdominal adhesions, degenerative disc disease, urinary incontinence, type 2 diabetes mellitus, hypercoagulability and endometriosis. Family history included aneurysm cerebral (mother died at 51) and carcinoma brain (father died at 34 years). Concomitant products included aciclovir (acyclovir), atorvastatin, codeine, cyclobenzaprine, duloxetine hydrochloride (cymbalta), ergocalciferol, folic acid, hydrocodone, hydroxychloroquine phosphate (plaquenil), insulin aspart (novolog), insulin detemir (levemir), lisinopril, methotrexate, naproxen, oral contraceptive nos from 2010 to 2014, oxycodone, paracetamol (tylenol 8 hour), pregabalin (lyrica), sumatriptan and tramadol. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced migraine ("migraines"). In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In 2015, the patient experienced noninfective oophoritis (seriousness criterion medically significant) and adnexa uteri pain (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), type 2 diabetes mellitus (seriousness criterion medically significant), abdominal pain lower ("cramping"), abdominal pain upper ("stomach pain"), abdominal distension ("the distension in my belly"), device expulsion ("essure fell into her uterus/essure migrated into my uterus"), abdominal pain ("abdominal pain"), back pain ("back pain"), intervertebral disc degeneration ("degenerated disc disease"), urinary incontinence ("urinary incontinence"), depression ("depression"), anxiety ("anxiety"), investigation noncompliance ("she did not undergo essure confirmation test") and complication of device insertion ("essure was only placed on the left side because she had copious amounts of tissue blocking the right fallopian tube and despite multiple attempts, it could not be placed on the right side."). The patient was treated with surgery (open laparotomy, right salpingoophorectomy on (B)(6) 2015, abdominal hysterectomy, bilateral salpingectomy and left oophorectomy and removal of right ovary). Essure was removed in 2014. At the time of the report, the fallopian tube perforation, embedded device, uterine perforation, type 2 diabetes mellitus, abdominal pain upper, device expulsion, back pain, intervertebral disc degeneration, urinary incontinence, depression, migraine and anxiety had not resolved, the noninfective oophoritis, adnexa uteri pain, investigation noncompliance and complication of device insertion outcome was unknown and the abdominal pain lower, abdominal distension and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, adnexa uteri pain, anxiety, back pain, complication of device insertion, depression, device expulsion, embedded device, fallopian tube perforation, intervertebral disc degeneration, investigation noncompliance, migraine, noninfective oophoritis, type 2 diabetes mellitus, urinary incontinence and uterine perforation to be related to essure. The reporter commented: she did not experience a hypersensitivity reaction to nickel or any other component of essure.essure did not worsen a previously existing injury/condition. She was not advised of any complications or problems that occurred at the time of her essure placement procedure. She had removed essure on through full complete open abdominal surgery to get to her female reproduction system to go and remove the essure from her uterus. She did not retain the essure or any portion of it. She was not advised of any complications from your essure removal procedure. Surgeries described in pfs. (B)(6) 2014: total hysterectomy, bilateral salpingectomy, left oophorectomy, lysis of adhesions - surgery to remove essure. (B)(6) 2015: open laparotomy, right salpingoophorectomy - surgery for right sided pelvic pain. Discrepancy in essure insertion dates:(B)(6) 2012 diagnostic results: fallopian tube a is patent and fimbriated with a tan and pink, smooth and glistening serosa including a 0.7 cm para tubal simple cyst filled with clear serous fluid. Fallopian tube b is patent and fimbriated with a tan and pink , smooth and glistening serosa that includes a 2.2 cm para tubal simple cyst filled with clear serous fluid . The ovary has a tan an pink , smooth and glistening cerebriform serosa overlying a tan and pink and off -white predominantely dense ovarian stroma including a 1.5 cm corpus luteum and a least three subcortical simple cysts ranging from 0.2 to 0.8 cm, each filled with a serosanguinous fluid. Multiple corpora albicantia serum pregnancy test negative ranging from 0.3 to 0.7 cm are identified. Surgical pathology report: right fallopian tube: atrophy prominent fibrous serosal adhesions. Right ovary: early atrophy hemorrhagic corpus luteum multiple cystic follicles fibrous serosal adhesions. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: depression, anxiety, abdominal bloating, female pelvic pain, endometriosis, heavy menses, abdominal cramping, migraines, abdominal pain, urinary incontinence. Concerning the injuries reported in this case, the following one was confirmed via patient¿s medical records: dyspareunia most recent follow-up information incorporated above includes: on 6-jun-2019: pfs received :following event was added : essure was only placed on the left side because she had copious amounts of tissue blocking the right fallopian tube and despite multiple attempts, it could not be placed on the right side. Medical history and concomitant conditions added. Reporter information added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.